Event description:
It was reported that some of the light-emitting-diodes (led's) on the external pulse generator remained on following power-off. The generator was returned for service. There was no indication of patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the upper and lower cases were broken and contaminated, the ring cover was contaminated, the battery drawer o-ring was contaminated and the main keyboard was delaminated.